Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the returned device identified the weight of the device within the specification, yellow particles, and a deformation. Clouds and bubbles were observed in the gel after the autoclave disinfection process. Based on the device analysis, the final assessment is no issues found related to the manufacturing process, and no openings or issues related to device rupture were observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side rupture. The device has been explanted.